Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported scar or to determine its root cause. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported by the patient that the pod's cannula when inserted was causing the irritation, itching and red bumps on the pod site. The patient stated that they would get red/irritated pus like pimple that they will pop after pod removal and then it will scar over.